Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a red, bumpy rash on his back under the lifevest that was bleeding. The patient's physician advised the patient to remove the lifevest to let the irritation heal. The patient reported that the irritation had improved after removing the lifevest.